Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: failure to cross with a graftmaster stent requiring add'l intervention. Device issue: failure to cross. It was reported that a perforation occurred with the use of an unspecified non-abbott device. A graftmaster stent was advanced for treatment; however, the stent could not be advanced through the perforation. The stent was not deployed and was removed from the body. The perforation was sealed by prolonged balloon inflations. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4).